Manufacturer narrative:
The following device was also listed in this report: delta v-40 ceramic head 32/-4; cat# 6570-0-032; lot# 64730302. It cannot be determined, if the reported device may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to pain. I&d was performed with a polyswap and surgeon was unaware if infection was present but collected a substantial amount of fluid intraoperatively and sent it to pathology. The patient was revised to mdm liner and v40 femoral head. Rep reported that no further information is available.